Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration). This report is 3 of 3 allegations of inaccuracies that had similar event details. Related records: (B)(4).

Event description:
Dexcom was made aware on 12/11/2024, that on 12/04/2024, the patient experienced a skin reaction. The sensor was inserted into the arm on (B)(6) 2024. On the same day, it was reported that the pediatric patient experienced a skin reaction with itching, redness, and infection, underneath sensor pod area only, which occurred the same day the sensor had been inserted in the upper buttocks. The patient was seen at the hospital and the skin reaction was treated with a prescription of an oral unspecified corticosteroid. At the time of the report the patient was stable. Related complaints include: (B)(4) and (B)(4). It was confirmed that all of these events were unique skin reactions, that the patient was seen at the hospital for every specific skin reaction, and that a prescription of oral medication was given specifically for each of the 3 skin reactions experienced. No additional event or patient information is available.